Event description:
It was reported that prior to a robotic laparoscopic prostatectomy procedure, when the patient was in operating room and under anesthesia, the arm cart assembly (aca) had a calibration failure. Additionally, the aca was frozen and unusable. The team then replaced the arm with a fifth robotic arm to complete the procedure. There was no patient injury.

Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported arm cart assembly (aca). Review of the field service notes indicates that the field service engineer (fse) performed troubleshooting on site and had the aca connected to the tower and successfully calibrated it. The system was restarted in service mode and the logs showed multiple inst rument-related issues that caused communication errors and ultimately led to the aca freezing. The fse confirmed that the issue can be resolved by restarting the aca. The arm is functional and can be used. Evaluation of the device data indicates that the reported procedure ID does not show the reported aca as registered in it. However, the following procedure ID does show the aca as registered in it and also shows the occurrence of an error code ¿arm failure - non-recoverable - acs communications fault with sra¿ which occurs when there is event of lost, corrupted, or delayed communications with the subsystem robotic assembly (sra) from the arm cart subsystem (acs). The above error code displays the following error message to the user: ¿warning: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm¿. Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.